Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had blank screen. The customer¿s blood glucose level was 12.3 mmol/l at the time of the incident. Customer was exited auto mode after replaced battery and received blank screen. The insulin pump will not be returned for analysis.